Manufacturer narrative:
The catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced decreased efficacy. A catheter dye study was performed, the results were not reported. The pt underwent a catheter revision. During the revision, it was discovered that the spinal segment of the catheter had broken off completely and was retained in the cerebrospinal fluid. The remaining catheter pieces were removed. The catheter was replaced. The pt's dose was decreased. The pt recovered without sequelae. The pt's pump contained dilaudid and bupivacaine.